Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
It was reported that the ventilator required service for the navigation ring. It is currently unknown if the ventilator was being used on a patient at the time of the reported event, however, there was no patient harm reported.

Manufacturer narrative:
G4: 20mar2020 b4: (B)(6)2020. Additional information was received that the problem was discovered while the unit was at the repair facility; therefore, there was no patient involvement. The manufacturer¿s international service technician evaluated the ventilator and confirmed that the navigation ring was jumpy and intermittent. The service technician reported that there were no unintended parameter changes due to the navigation ring failure and the touchscreen was functional at the time. Based on this information, this is no longer a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.